Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced exit block related to the lead and occurred depending on the patient's position. There were also changes in the impedance measurement. It was further reported the patient developed bradycardia due to exit block. The lead was removed and a new lead was implanted and the patient's exit block was resolved. During the lead revision, blood inside the lead was observed. No further patient complications have been reported as a result of this event.